Event description:
It was reported that during a low anterior resection, the device did not work when the anvil was attached and tried to be fired. The anvil was removed from the anvil shaft and attached to the proximal colon with a purse-string suture and used as is. Another device was used to complete the case. The trocar was inserted through the same hole as the trocar hole in the rectal stump and then joined together. The device could be fired without any problems, and there was no problems with the anastomosis. (No bleeding, no suture failure during surgery.) The sales rep checked the following points just to be sure. It was difficult to remove when changing the device. Gap setting scale indicator in the green area. Confirmed. Use of electric scalpel when passing the trocar. Not used. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/15/2025. D4 batch #659d98. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 659d98, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/20/2025 additional event information the location of the resection is unknown.